Manufacturer narrative:
Concomitant medical products: product ID 377875, lot# v014605, implanted: (B)(6) 2007, product type: lead; product ID 377875, lot# v014605, implanted: (B)(6) 2007, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the implantable neurostimulator (ins) was removed on (B)(6) 2012 because it was non-functioning. It was unknown when the ins stopped functioning. The capsule was opened and the ins was retrieved without difficulty. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
The epidural ins implant was successful for several years but at some point the patient forgot to charge the ins. After that it would not appear to be useful in relieving pain. The patient had not used their device in several months before the explant.